Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Customer's blood glucose (bg) level ranged from 45 mg/dl to 121 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates and glucose gel to address bg. Recommendation was made to discuss diabetes management with a health care professional. Customer continued to use the pump for insulin therapy.